Event description:
Manufacturer became aware of the following event through patient tracking department. Reportedly, a carbomedics top hat s5-023 that was implanted and explanted intraoperatively on (B)(6) 2024. Based on the further information received, the device was explanted due to leakage/regurgitation and was replaced with a medtronic avalus bioprosthetic valve. No other details are available at this time.